Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient suffered a hypoglycemic event. Patient was having low blood glucose all day and claims that cgm was reading accurately all day. Patient went to sleep and suffered another hypoglycemic event that left her unconscious. Patient¿s husband, who himself suffers from alzheimer and couldn¿t recall the entirety of the events, heard the cgm alerts and woke patient up to give her glucagon. Patient didn¿t recover with the glucagon so patient¿s husband called paramedics. Paramedics administered d-50 via IV. Patient believes that she may have inserted her insulin pump (not a dexcom product) into a vein which may have caused her hypoglycemic event. At the time of her call to dexcom technical support, patient was feeling fine but tired. Patient has agreed to send cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event.